Event description:
It was reported that episodes of non-sustained lead noise due to post-paced t-wave oversensing were observed via a merlin.net transmissions. Patient was asymptomatic. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.